Event description:
Attorney reported: in 2005 - pt underwent surgery to repair an umbilical hernia. A ventralex hernia patch was used to repair the hernia. As a result of using the hernia patch, pt was caused to suffer, among other injuries, severe infection and was hospitalized and caused to sustain severe and permanent personal injuries, pain suffering and emotional distress. In 2006- pt underwent surgery to explant the ventralex hernia patch due to severe infection. At about 9 months later - pt underwent add'l surgery to repair another umbilical hernia. A bard composix mesh was used to repair the hernia. As a result of the composix mesh, pt was caused to suffer, among other injuries, severe infection and was hospitalized and caused to sustain severe and permanent personal injuries, pain, suffering and emotional distress.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation, or additional info becomes available. See medwatch 1213643-2008-00457 for info related to the composix mesh included in the event description.